Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 07/25/2016 phone call, 07/26/2016 phone call, and 07/27/2016 phone call. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display unit was replaced.

Event description:
The hospital alleges that the display went blank during a case. The anesthesia machine was reportedly exchanged for a different machine. There was no reported patient injury.